Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap inc. That a vega knee implant system was implanted during a total knee arthroplasty surgical procedure performed on (B)(6) 2020. According to the complainant, following the procedure, the patient complained of knee pain. The complaint device was not available to be returned to the manufacturer for evaluation. Additional information has been requested, but has not been made available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for all available lot numbers; the devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Involved components nx011z - as vega ps femoral comp.cemented f5n l -52462656; nx220 - vega ps+ gliding surface t2/2+ 10mm - 52346119; nn261z - as tibial obturator d12mm - unknown; nx041 - patella 3-pegs p1 - 52536201.